Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not linking to the sensor and the customer was experiencing high blood glucose readings of 500 mg/dl. Customer stated that the sensor was not allowing the customer to calibrate because the blood glucose reading was over 400 mg/dl. Customer has treated the high blood glucose readings with a bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer was advised to call back to complete the high pressure test.